Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised one of the tubes from the back is crushed out of box from order (B)(4).